Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The battery cap was received with the battery cap contact loose due to all 3 heat stake posts being broken. There was a user time date change listed below in the pump history file. (B)(6) 2025 09:17:08.000 user time date change (3) system time = (B)(6) 2025 09:17:08.000 new system time: (B)(6) 2025 11:43:08.000 unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 01-mar-2025 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 01-mar-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). The pump passed the functional testing. The battery cap was received with the battery cap contact loose due to all 3 heat stake posts being broken. Damage-battery cap confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away in march 2025. The exact date of death was not provided. The cause of death was reported as lung cancer. The last known product(s) for this customer are as follows: mmt-1882. Troubleshooting was performed for deceased reporting. The customer was wearing the insulin pump at the time of passing. There is no information regarding the customer's blood glucose levels at the time of the event. There is no mention of the use of sensors or auto mode feature at the time of the incident. The customer¿s representative agreed to return the insulin pump and mmt-1882 was returned for analysis.